Event description:
It was reported that the right atrial (ra) lead impedance is chronically low. The lead remains in use with continued monitoring. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead, implanted: (B)(6) 2003; d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6)  2010; 4076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).